Manufacturer narrative:
The insulin pump was received with black screen then followed by blank display due to broken connector on interface board. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test, sensor test or verify button keypad anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump screen was all black and when she went to press the act button, it went completely blank. Customer stated that her pump alerted that she was high with the sensor glucose reading. Customer stated that the pump was neither exposed to extreme temperatures nor direct sunlight. Customer does not know her blood glucose at the time. Customer stated that she dropped the pump 2 weeks ago and there was no crack or damage. Customer stated that everything seemed to be working fine. Customer stated that she put in a new battery in the pump but there is still a black lit screen. Customer stated that she can see the insulin still dripping from the cannula when she tried bolusing. Customer stated that the pump seems to be functioning but the screen is not. Customer stated that the backlight also works. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump.